Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had confirmed that the repair of the unit has not been completed. Therefore only no parts have been replaced. H3 other text : device not repaired.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation findings), h10. A getinge field service engineer (fse) was found connector to video cable not seated well. Re-seated cable and verified proper operation. Performed full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) screen looks broken and not working. There was no patient involved.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.